Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's pacemaker pocket was red and swollen. The patient's pacemaker system was removed. During the procedure, an insulation anomaly was noted on an unspecified lead. The patient was given antibiotics and was stable. On (B)(6) 2018, the system was successfully replaced.